Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella cp device has not been returned for evaluation. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 43-year-old female on impella cp for mechanical circulatory support. It was reported that the patient was placed on impella cp after the patient presented with chest pains when admitted, and went into vt post diagnostic cath. The impella cp was advanced deep into the left ventricle which resulted in reduced flows. Repositioning helped, however, the pigtail appeared to not return previous flows. The physician decided to explant the impella cp. No patient harm reported.